Manufacturer narrative:
(B)(4). Date sent 10/23/2024. D4 batch #140d36. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with the jaws and closure trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. An ecr60m reload loaded on the device. The reload was received partially fired (B)(6). The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 140d36, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number c9eh25, and no non-conformances were identified.

Event description:
It was reported that during a nephrectomy the psee60a device fired once correctly and the second attempt would not fire. The battery was taken out and flipped 180 degrees and tried to fire again and would not. The device was replaced by a new psee60a and case completed without any patient consequences. There was no surgical delay.